Event description:
Medtronic received information that prior to use of a custom tubing pack, the customer reported that there was an issue with the luer on top of the arterial line filter. The customer reported that there appeared to be plastic in it when they tried to flush the device with co2. The customer noticed a whistling noise and the co2 was unable to flush through the port. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage observed on the box and sterile barrier.

Manufacturer narrative:
Device evaluation summary: visual inspection showed the stem of a luer fitting had broken off inside the device. The reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.